Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. It was reported that the event logs reported that the user inadvertently released the "3d" button too soon resulting in the reported issue. The issue could not be replicated on site. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the unit stopped mid spin. The site brought in another unit to complete the case. The surgery was completed with no delay and no patient impact.